Event description:
Physician was attempting to deploy one endeavor resolute drug-eluting stent (2.50mm x 30mm) to a lesion in a severely calcified lesion in the rca with 90% stenosis. The lesion was pre-dilated twice, with 30% stenosis remaining. It is reported that the stent dislodged during placement. Physician attempted to remove device but it got stuck and remains in the radial artery. Another device was used to complete the procedure. No clinical sequelae were reported. Evaluation summary: the stent was not returned with the delivery system. Crimp impressions were evident along the balloon. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent dislodgement). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ stenosis and severe calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ stenosis and severe calcification. Inherent risk of procedure ¿ (stent dislodgement). (B)(4).